Manufacturer narrative:
B3: estimated date. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device remains implanted. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the patient's private parts are very sensitive to touch. Inflating/ deflating the pump of the device is very hard and the pump is not easy to squeeze. The head of the patient¿s penis is dangling down and he has lost 2 inches from his penis. The patient is concerned that the implant is not sized right.